Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2352-50 serial #: (B)(4) description: linear 3-4 lead, 50cm model#: sc-2317-70 serial #: (B)(4) description: infinion cx 70 cm lead model#: sc-4316 lot#: 18505442/19274982 description: next generation anchor kit-sterile.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patients pain has resolved on its own and revision has been cancelled.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient will undergo an explant procedure.